Manufacturer narrative:
UDI for plc231000: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, the leading olive separated from the device catheter of the plc231000/14732750 contralateral leg component during withdrawal after successful deployment. It is thought possible that the leading olive caught on the tip of the sheath during the retraction process. There were no anatomical issues reported, neither was resistance felt nor force used. After the catheter had been removed from the patient, the leading olive was found inside the gore® dryseal sheath still on the guidewire. The sheath was removed and replaced with another dsl1828 sheath. The patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary: the delivery catheter was returned to gore for analysis. The engineering evaluation stated that the leading olive was pulled off from the gore® excluder® aaa delivery catheter body and was not returned with the device. There was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding for the leading olive is investigated in a CAPA. The root cause for the lack of bonding between the leading olive and the delivery catheter found in CAPA was inadequate man-machine interface.